Event description:
It was reported that this device had 72 percent battery remaining in june 2025 and showed eri on 3-jul-2025. There were no known procedures or scans. Device is currently implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.